Event description:
In this event it was reported that after use of smartcem2 luting cement several pts had post-op sensitivity. For most pts, the sensitivity spontaneously resolved without medical intervention. However, in one case a pt required endodontic therapy.

Manufacturer narrative:
After receiving add'l info, it appears that the doctor over dried the tooth prior to cementation and may not have allowed for the material to completely cure before resuming work in the area. Both of these factors may have contributed to the results described. Post-op sensitivity is a common occurrence in all phases of dentistry, is typically reversible in nature, and in many cases will spontaneously resolve. Many factors contributes to occurrence of sensitivity such that no relationship to any one product or step of a procedure can be established. Thus, sensitivity in itself does not fit the definition of a malfunction. Furthermore, it is apparent that this event is related to use-error. Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.